Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence and atrophy. The physician suspected that the cuff had been initially mispositioned. A cystoscopy was performed to evaluate the coaptation. As a result, the cuff was explanted and replaced with a smaller one. No further patient complications were reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence and atrophy. The physician suspected that the cuff had been initially mispositioned. A cystoscopy was performed to evaluate the coaptation. As a result, the cuff was explanted and replaced with a smaller one. No further patient complications were reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issue with position of the device may have been due to a malposition error at the original implant procedure. The reported patient symptoms of urinary incontinence and atrophy are known risks associated with implant of these device as indicated in the instructions for use (IFU).